Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) and chronic right ventricular (rv) defibrillation lead were demonstrating noise. It was reported that a gradual decrease in intrinsic r wave amplitude and pacing impedance were noted prior to a sudden drop and subsequent generation of measurements outside of the normal/expected ranges. Both the ICD and rv defibrillation lead were thus explanted and replaced with a new guidant ICD and rv defibrillation lead.